Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary; a follow up may be submitted when the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility the drill support of the 5/32 inch drill with jacobs chuck broke. Attempts are being made to obtain additional information from the user facility. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The components of the device were worn. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure at the user facility the drill support of the 5/32 inch drill with jacobs chuck broke. Attempts are being made to obtain additional information from the user facility. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.